Event description:
Additional information: it was reported that the patient¿s pump had been empty for one year. The patient was looking for another physician to remove the pump. The patient stated that the alarm was going off every 15 min, that the pump should have never been put in, and that she had a granuloma 1 and ½ years ago. The patient stated that the physician did not believe her then found the granuloma 6 months later. The device system had contained several medications including fentanyl, baclofen, dilaudid and morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2011, that the patient's pump needed to be removed. It was suggested that the pump had a "growth" around it, but this was not verified and no further detail was provided. The pump was "empty" and the patient was in "a lot" of pain. It was reported on (B)(6) 2012, that the patient's pump had been "dry" for six months. A MRI performed approximately nine months ago detected a granuloma near the catheter "pathway." The patient always experienced "issues," including numbness and a headache. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Catheter model 8709sc, lot # n209295003, implanted: (B)(6) 2009, explanted: na.

Event description:
Additional information received reported further detail regarding the reported granuloma event. The patient had ¿every bad side effect¿ since the pump was put in, and ¿was not getting any therapeutic results¿. The numbness included fingers, hand and arm. Referring to the headaches, the patient stated, ¿the epidural space wouldn¿t close¿, further stating, ¿I have had the same symptoms ever since I got the pump¿ headaches, migraines, from the epidural space not closing¿. It was not clear if this was a direct result of the granuloma.